Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted concomitant medical products: item number: unknown, item name: unknown stem, lot #: unknown, item number: unknown, item name: unknown head, lot #: unknown, item number: unknown, item name: unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09692, 0001825034 - 2018 - 09694. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. Attempts have been made and no additional information is available.

Manufacturer narrative:
The product was not evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.